Event description:
Reporter alleged blood glucose measured 324 mg/dl at 11:55am back to back with a result of 78 mg/dl taken at 11:56am. It was stated customer was receiving error messages on the meter before and after obtaining the results and did not have any glucose symptoms at the time. Customer stated taking insulin as a result of the 78 mg/dl result and no adverse event occurred.